Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm, and batteries not lasting full time. The customer reported no adverse event. The event involved product(s) mmt-397a, mmt-1884l, mmt-332a. Troubleshooting was initiated, and it was identified that the issue was a past event. No harm requiring medical intervention was reported. No product return is required for mmt-397a, mmt-1884l, mmt-332a.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call date. During download history review, no relevant alarms confirmed in download history files for no delivery. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool did not record any recent alarms within time frame of the event date. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test. No alarms for no delivery were noted during testing. No low battery alarms or unexpected battery power loss alarms were noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. The pump received with normal operating currents. Pump was cut open to perform a visual inspection and no evidence of physical or moisture damage was found on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly. The following cosmetic damages were noted: label damage (faded), cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, scratched case, and pillowing keypad overlay. In conclusion, customer¿s allegations were not confirmed when the baat tool did not record any relevant events related to the battery, and no relevant alarms in the adapt tool were noted for no delivery. Testing of the unit was successful, and the unit is functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.